Event description:
It was reported by service report that the footboard modules were broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: broken footboard modules.